Event description:
The event is reported as: alleged issue: unit is not working, not functioning at all. No pt injury or medical intervention was reported. No pt injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.